Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and cardiac arrest after a lead dislodgement occurred which led to pacing failure. A lead revision was planned to replace the dislodged lead. No further patient complications have been reported as a result of this event.